Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contribured to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-23470.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected low reservoir alarm or loose drive support disk alarm was noted. No cosmetic damage was noted.

Event description:
It was reported that the insulin pump alarmed an error after the completion of a high pressure test. The blood glucose reading was 268 mg/dl. The customer treated using the insulin pump. Upon troubleshooting, it was found that insulin did exit from the tubing during a manual prime an no leak was noted. The device passed the high pressure test. Unable to reset the fixed prime amount due to the recurring error alarm. Advised replacement of the insulin pump. Nothing further reported.